Manufacturer narrative:
(B)(4). Result of investigation: failure analysis was performed on two separate components that were received. Troubleshooting was performed by the factory service technician. The user interface module (uim) was placed on a avea test station and the uim failed. The screen was black and led¿s would light up. Sent to failure analysis lab for further investigation. Failure analysis was performed on the control board assembly. The control board and backlight inverter were visually inspected and no anomalies were found. Failure analysis was performed on the uim assembly and control board assembly. Installed the uim on the avea test station and successfully powered uim. The uim was functioning properly and was unable to duplicate the reported black screen. Although they could not duplicate the reported issue, the reported issue is known to be related to a software anomaly. The software has been reinstalled and upgraded. The uim was tested and found to be operating properly.

Event description:
The customer reported while using the vela ventilator, it has a fuzzy display and the screen went black. The customer reported that it had been running for 5 hours when it occurred but there was no information if this ventilator was on a patient when the problem occurred, it is currently unknown.

Manufacturer narrative:
Result of investigation: the uim assembly was troubleshot by factory service technician. The uim was installed on a avea test station and failed the power up. The screen was black and led¿s will light up. Failure analysis was performed on the control board assembly and backlight inverter from factory service. The components were visually inspected and no anomalies were found. The failure analysis isolated the issue as a software application.